Event description:
The following info was received on 1/5/2004: in 2003, patient had an arthroscopic surgery for the repair of an acute medical meniscal tear. After the surgery, the left lower leg became pale, cold and without pulse. Diagnosis of compartment syndrome was made. A month later, patient underwent an additional surgery for a fasciotomy. The initial info received in 2003 indicated an extravasation of the knee had occurred which did not require any medical or surgical intervention.